Event description:
One touch ultra test strips were colored different than the usual strips. Patient described the test strips having a grayish color on the outer edges. Patient reported obtaining a "202 mg/dl, 190 mg/dl, 170 mg/dl, and 160 mg/dl" within 10 minutes on their meter. Based on statistical methodology, the calculated difference of these glucose results did not exceed the expected value of <=20% and/or <=20 mg/dl. The patient neither alleged harm or experienced injury or medical intervention. Based on the information supplied by the patient, there is indication that the product meets the criteria for a medical device reportable, since the test strips were discolored.